Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak during the removal of the plunger. The patient¿s blood glucose level was 223 mg/dl at the time of the incident. Customer was trying to put insulin in the reservoir after insulin is in the reservoir it was not locking. Customer was advised of the steps to properly do the reservoir fill and ensure there is no pressure on the reservoir during the removal of the plunger the insulin came out and the o rings as well. The reservoir will be not returned for analysis.